Event description:
Customer reported his sensor readings are inaccurate, causing false threshold suspends during the night. The sensor reading will be 59 mg/dl, but when customer check his blood glucose it is 150 mg/dl. He stated the numbers will usually be off by sixty to one hundred points. Customer was advised that pressure at the sensor site could cause inaccurate sensor readings. He was advised of proper sensor insertion and calibration methods. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.